Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse powered up the unit and checked for errors. No errors were found. The fse was unable to reproduce the reported issue. Based on the results of the analysis, the product malfunction was unable to be confirmed. As a precautionary measures, the fse replaced the device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an mx40 2.4 ghz smart hopping device indicating there was a speaker malfunction error, and the speaker would not produce sound. The device was not in clinical use at the time the issue was discovered. There was no adverse event or harm reported.